Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Films were supplied for review which found: double curve treated with rod screw construct with crosslink t4-l3. Left l3 screw has come loose. It is noted this is a fixed angle screw. No data regarding set screw seating can be collected from film.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat idiopathic scoliosis at t3-l3. The patient underwent a revision surgery four months post-op to replace a set screw that backed out of the bone screw. The bone screw was also removed and replaced. No additional patient complications were reported.